Event description:
This lead was implanted on (B)(6)2009 and remains implanted at this time. A product experience report stated that on (B)(6)2016 r wave sensing was noted to be low at 3.2mv. Measurements showed r wave reduced to 2mv at times, therefore sensivity was increased to 1.0mv. The physician was dr.(B)(6) at (B)(6) hospital. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).